Event description:
The customer stated the insulin pump was exposed to an MRI. The customer also stated she had been experiencing low blood glucose levels. The displacement test was performed and the insulin pump failed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.